Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected 1 opened used sensor and performed a visual inspection and found the introducer needle bent which make difficult to remove. Unable to confirm customer received needle damaged due to customer returning the product opened used.

Event description:
It was reported the customer had a needle anomaly on their sensor. Customer stated they attempted to remove their sensor from the needle hub, but the sensor would not detach. The customer's blood glucose was 151 mg/dl. Customer's sensor will be replaced. No additional information provided.